Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The customer reports, in several surgeries, an easy detachment of the needle from the suture thread. There were no patient consequences reported. There were no surgical delay. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the sales rep became aware the event occurred in about 4 procedures. Then 2 additional complaints have been created for a total of 4: (B)(4), event 1. (B)(4), event 2. (B)(4), event 3. (B)(4), event 4. 1. Did the reported issue contribute to any patient adverse consequences? No, there was no harm to the patient. However, the scrub nurse and the surgeon had to use extra sutures because the sutures kept breaking each time. 2. When were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. They detached during handling prior to use on the patient and also during use on the patient. 3. What is the total number of procedures involved? Around 4 procedures in one week. The customer uses suture pee5692h for coronary bypass surgery and each time this lot was used the suture broke. They use hs6822h to create the ¿tobacco pouches¿ before going into the operating room, and with this suture they also observed the same ease of detachment. 4. How many devices demonstrated the alleged deficiency in each procedure? All of them ¿ every suture used in each procedure demonstrated the deficiency. 5. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Yes, I already reported it in october. Complaint reference: (B)(4) (different code involved). 6. Could you please provide the lot number for the products with code hs6822h? Lot number: 10a0j2. 7. Please provide the source or name of person providing answers to follow-up questions: (B)(4). *did all sutures from hs6822h detach prior to use on patient? They detached during handling prior to use on the patient and also during use on the patient. *did all sutures from pee5692h detach during use on patient? They detached during handling prior to use on the patient and also during use on the patient. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.